Event description:
It was reported that during the laparoscopic nissen fundoplication procedure the device stopped functioning. The scrub tech started cleaning the shears and noticed that the metal tip of the shears was broken off. The surgeon thought it might have fallen off inside the pt, after about 1 hr of searching for the tip, they did find it on the mayo. Delayed 1 hr due to searching for tip. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.